Event description:
It was reported that review of the of the egm revealed low level, high frequency noise that was inhibiting pacing and sometimes a far-p was being oversensed due to the possibility of myopotential oversensing. Programming changes were made and there were no adverse issues. The patient was stable before and after the changes.